Event description:
Clinic notes were received that reported that a patient's magnet was not working well. Their device was interrogated and their battery was almost completely drained. The patient was sent for generator battery replacement on (B)(6) 2008. High impedance was reported to have been attained in the or on their system test. Results were 7 / limit / high, eos = no. Normal mode diagnostics showed output status okay, lead impedence okay, dcdc 1, near eos = yes. Their generator was replaced and it was not returned for analysis. At a later date internal programming history was reviewed that showed the patient likely had high lead impedance around (B)(6) 2008 that appeared to have resolved with replacement of their generator. A pin issue is possible but not confirmed as the cause of their high impedance event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.